Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 500 units of insulin. It was unknown how much insulin had been delivered since the cartridge was loaded. Tandem technical support was unable to perform troubleshooting as the event had occurred in the past, and the customer had discarded the cartridge. The customer confirmed loading a new cartridge and received an accurate fill estimate. Recommendation was made to fill the cartridge with 480 units per labeling instructions. There was no impact to the customer's blood glucose level.